Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back pain and spinal pain. It was reported that the patient's controller keeps flashing that they need to replace the battery and they are having connection issues. Patient noted that this issue started a month or so ago; it was close to when they had received their last recharger replacement. Patient stated that the message only pops up when they are trying to charge the implant. Patient mentioned that when they charge their implant they have to be pretty still or else they lose connection with the implant. Agent had patient do an ac power reset of the controller. Patient stated that the controller powered back on and when they re-inserted the battery pack both of their battery percentages were at 100%. Agent had the patient inspect their recharger for any visible damage; patient confirmed that there was no visible damage to the recharger. Patient then started a charging session of their implant and was able to start charging with excellent quality. Patient mentioned that they had their recharger and belt replaced in the past. See previous cases for previous replacements. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient called back and reported after receipt of replacement recharger they stopped seeing the error message about the controller battery, but they still continued to struggle with maintaining connectivity when charging, and struggled to initialize charging session. Patient would often lose connection by moving around the slightest bit. Patient repeated other previously documented information. Agent had patient inspect controller port but no visible damages were noted. Agent closed case.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the connection issues was not determined. They were sent another belt and then another controller replacement the next day. The pt reported that this issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.